Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that the sound came from the insulin pump was so faint and the customer was struggles to hear. The customer was assisted with troubleshooting. The customer stated that the pump was hard to read. The device will not be return for analysis.